Event description:
As reported, approximately 5 months post op the initial right tha, this 87 y/o female patient was revised due to stem loosening. Patient size 6 hps stem was explanted along with 32mm +3.5 head due to stem loosening. Patient acetabular cup, size 48, was also explanted along with the screws. Patient was last known to be in stable condition following the event. No other patient information/medical history provided. Devices are not returning, hospital keeps implants.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. (B)(4) 01-030-40-0332 - alt xle lnr ntrl g3 32. (B)(4) 01-030-01-0348 - alt cup clstr g3 sz 48. (B)(4) 180-65-40 - alteon 6.5mm screw, 40mm. (B)(4) 180-65-25 - alteon 6.5mm screw, 25mm.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of early loosening possibly secondary to contributions from lateralization of the femoral stem within the canal resulting in a thin lateral cement mantle. However, this cannot be confirmed as the devices were not available for evaluation and limited clinical information was provided.